Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event. None. It was reported that the powersail balloon catheter ruptured at 12 atmospheres, during the first inflation using a non-abbott inflation device. Reportedly, there was no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device noted blood visible in the inflation lumen and in the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the catheter and the analysis revealed a 0.5 mm longitudinal tear in the balloon above the distal marker band, confirming the reported rupture. There was also a longitudinal scratch noted on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, no pt anatomical info was provided, which may have aided the eval. However, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. It is possible that the balloon material was damaged during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation attempt. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. In this instance, based on the info received with this complaint and the analysis of the returned product, the balloon rupture and mechanical damage noted may be related to circumstances of the procedure. However, since it cannot be determined what contributed to the damage leading to the tear, a definite cause for the balloon rupture cannot be determined and there does not appear to be any indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.